Manufacturer narrative:
Under the service order 43406130, dated on (B)(6)2020 the service technician from ssu-us (sale and service unit) tested the device and no issue was found. Unit was cleared for clinical use. Thus the failure could not be confirmed. According to the risk assessment (rotaflow v06, dms# 2023689) following causes can lead to the reported failure: * pump stop intervention after technical error (e.g. Pump runaway, error head) * sensor error (bubble, level, pressure (in hl20 mode), flow) * software error * wrong intervention limits * unintended rpm (rounds per minutes) change by user * unintended switch off by user * freeze of microcontroller the occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
A follow-up will be submitted when additional information becomes available.

Event description:
It was reported that the rotaflow had an alarm "err runaway error". No harm to person was reported. (B)(4).